Manufacturer narrative:
Date sent: 8/30/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a pph procedure, the device was difficult to remove from the tissue. The surgeon cut the suture and took out the instrument. Some of the staples were malformed and some did not form at all. The device cut but did not lay a staple line. The surgeon repaired the tissue and did a colonoscopy to ensure that the staple line was intact.